Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 7 months. A full evaluation of the device could not be conducted as the device was not explanted. A correlation between the device and the reported events could not be conclusively determined. Stroke, bleeding, and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient suffered a catastrophic frontal hemorrhagic stroke. The patient expired the following day. The pump was not explanted. It was also reported that the patient had a previously unreported pseudomonas driveline infection and multiple gi bleeding events, which led to being off and on coumadin therapy. Additional information regarding the driveline infection and gi bleeding events was requested, however, the vad coordinator relayed that they were unable to provide any further information.